Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approximately one month ago. Vessel morphology at the time of implant was not reported. It was reported that the talent converter was implanted; however, the patient bled out due to the ruptured aneurysm and an open surgical repair was performed in an effort to ventilate the patient; however, the patient expired.

Manufacturer narrative:
Results: inherent risk of procedure (death, aneurysm rupture). Patient's condition affected effectiveness of device (pre-operative ruptured aneurysm). Unapproved use of device (pre-operative rupture, converter as a primary device). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operative ruptured aneurysm). Operational context contributed to event (pre-operative rupture, converter as a primary device).